Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was tightly folded. Inspection of the device revealed that there was a scratch across the markerband with a pinhole in the balloon on distal end of the markerband; however, there was no damage to the markerband. The distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the severely calcified anterior tibial artery. After a guide wire was crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. Another 1.5mm x 20mm x 142cm coyote es balloon catheter was used to continue the procedure; however, during second inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the severely calcified anterior tibial artery. After a guide wire was crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. Another 1.5mm x 20mm x 142cm coyote es balloon catheter was used to continue the procedure; however, during second inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported.